Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. The customer is receiving a replacement pump due to a temperature issue, as resolved by technical support.